Event description:
Catheter inserted 2001. For removal in 2002. Broke during removal. Broke again while being removed. Surgical intervention was needed to recover broken piece of catheter. Samples retained by risk management. Patient is fine.